Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). The complaint is under evaluation. A follow-up report will be provided after the examination results are available. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
As reported by the user facility bbm sales organization in france: "chemo leakage" according to the customer: "leakage at the level of the filter."

Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report # (B)(4). As no sample and no meaningful picture was provided, proper investigation on malfunction could not be performed. Hence, the complaint is considered as not confirmed. However, leakage from filter air vent and its welded area is a known defect. To avoid recurrence of this fault, corrective measure already has been initiated. Device history record (DHR): reviewed the DHR for batch 22l14ged81, there is no such defect detected at in process and at final control inspection pertaining filter leakage. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.